Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, high impedance was observed on the left ventricular lead. No patient symptoms were reported. No intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that on 4/27/2016, the left ventricular lead exhibited loss of capture. No intervention was performed. No patient symptoms were reported.

Event description:
Additional new information on (B)(6) 2016 stated the patient experienced fatigue and palpitation. During a device changeout procedure, the lead was capped and replaced. The patient was discharged.